Event description:
It was reported that the patient was using a neutrino nxt hf (crt-d) product but was experiencing issues with the device not being able to interrogate properly and lead information not being obtained. Although the product was not listed in the electromagnetic interference report, it was suspected that electromagnetic interference (emi) from the heartmate3 is to blame.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section a: patient information updated. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, is currently available. The IFU section "patient care and management", warns the user that if a patient receives a heartmate 3 pump and has a previously-implanted device that is found to be susceptible to electromagnetic interference, programming could be affected. The IFU section "system monitor", and section c, "safety testing and classification", state that use of equipment and supplies, other than those specified in this manual or sold by abbott for replacement parts, may affect the electromagnetic compatibility of the left ventricular assist system with other devices, resulting in potential interference between the left ventricular assist system and other devices. Section c, "safety testing and classification", also states that the heartmate 3 left ventricular assist system can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that due to the close proximation between the implantable cardioverter defibrillator (ICD) device and the blood pump, communication issues would persist when using telemetry via the wand (programming head). However, testing with neutrino's wireless telemetry confirmed that communication could be performed without any problem.